Manufacturer narrative:
Update to b4, g3, g7, h2, h6, h10. The device was discarded, therefore visual inspection, functional testing, dimensional testing could not be performed. Procedural cine video was provided by the site for review. Valve positioned in the annulus prior to deployment was seen, as well as the valve deployment and balloon burst at full inflation. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As the technical summary written by edwards lifesciences applies to this complaint event, an engineering evaluation is not required. Review of manufacturing mitigations is captured in technical summary. Review of IFU/training material is captured in technical summary. Review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed by the procedural cine imagery provided from the site. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformance was able to be identified. A detailed root cause analysis for similar balloon burst complaints has been summarized in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per the complaint case notes, patient had mild calcification in the landing zone. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. As such, available information suggests that patient factors (calcification) and procedural factors (over inflation) may have contributed to the reported event. The complaint was confirmed through the provided procedural cine. A manufacturing nonconformance was unable to be determined without a returned device. Available information suggests that patient factors (calcification) and procedural factors (over inflation) likely contributed to the complaint event. Technical summary is applicable to this complaint because calcification was present in native annulus and could have caused the balloon to burst. As such, a full engineering evaluation is not required. Since no edwards defect was identified, no corrective or preventative action is required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The delivery system was discarded and is not available for return. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the patient underwent an implant of a 26mm sapien 3 valve, in aortic position by transfemoral approach. During implantation, upon deployment of the valve with extra volume (2cc), there was a rupture of the of the upper end of the balloon. The valve was working fine after deployment without complications for the patient.